Event description:
The account's maintenance stated that the hi/low is up and will not lower and the head section runs up after the CPR is pulled. If he presses the head down button, the hydraulic manifold will run, and the head up will go up, but nothing else moves.

Manufacturer narrative:
The account has not completed repairs.